Event description:
Totally pacemaker dependent pt complaining of dizziness almost daily for the past 2 mos. Pacemaker evaluated in office. Ventricular lead found to intermittently oversense with significant pauses and a drop in bipolar resistance to 147 ohms (which is down from 650 ohms). Since pt was totally dependent the pt was sent to ER. Surgeon felt it was necessary to replace the suspect lead due to bipolar insulation failure.